Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2408 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. System air leak test passed. Valve actuation test passed. Teach pump test passed. A pre-accelerated stress test simulated treatment was completed without any failures or problems. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads.a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report an issue on the liberty cycler as there was a blank screen during unknown phase/cycle. The patient pressed ok, stop and touched the screen but it remained blank. The buttons made any sound when pressed, but they did lit up after rebooting the cycler. The fresenius technical support representative issued a cycler replacement and advised the patient to discontinue using this cycler. Upon follow up, it was confirmed that the patient completed treatment the day of the reported event manually, and the following day. The liberty cycler replacement was sent to the patient, and it was confirmed that the patient received it, and stated that the patient has been able to use it and completed treatments with no further issues. Regarding the older cycler, the nurse confirmed that it had been picked up. The nurse stated that they just saw the patient earlier today at the clinic and everything was fine. No patient adverse effects were experienced and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.